Manufacturer narrative:
Due to character restriction. In block e1 e1 initial reporter is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pm, the cardiosave intra-aortic balloon pump (iabp) have power up failure and also have a fault code 54,58,78,132. There was no harm or injury reported.

Manufacturer narrative:
Due to character limits in block e1, initial reporter is andrew mcloughlin updated fields - b4, g3, g6, h2, h6 (health effect ¿ clinical code), h11 corrected field - b5, e1(initial reporter), h6(component codes).

Event description:
It was reported that during preventive maintenance the cardiosave intra aortic balloon pump (iabp) had power up failure and fault log #54,58,78,132. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
Updated fields : b4, g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected fields: : h6 (medical device ¿ problem code). Power up failure after nvram ic was replaced. The nvram ic installed was discovered to have a bent pin. A new nvram ic was successfully installed. 30psi transducers and helium transducers recalibrated.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) had power up failure and fault log #54,58,78,132. There was no patient involvement and no adverse event reported.